Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733623r serial/lot # (B)(6).product ID: 9733572 serial/loot # (B)(6). The external surgeon monitor cable and the monitor were returned to the manufacturer for analysis. The returned monitor displayed a good image when connected to a known good system with no anomalies. No problem found. The returned cable was found to be in good condition and passed a continuity test with no opens or shorts detected. No problem found. Pin 15 on the hd15 connector is bent and not making a connection on the returned cable. Otherwise, the cable passed a continuity test with no opens or shorts detected. The hardware investigation found that the reported event was related to a hardware issue. A medtronic representative went to the site to test the equipment. It was reported that replacing the monitor did not resolve the issue. Replacing the external monitor cable also did not help with the blue hue on the surgeon monitor. The video splitter was bypassed and the computer was connected straight to the surgeon monitor but the there was still blue hue. The internal surgeon monitor cable and dvi cable to video splitter will be was replaced. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733623r. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that the system's surgeon monitor was discolored. The manufacturer representative re-seated the cables but without resolution. No patient present. On 2020-feb-04 it was reported that replacing the monitor did not resolve the issue. The issue is still occurring. Surgeon monitor will be replaced to attempt resolution for the issue. On 2020-feb-05 it was reported that replacing the external monitor cable also did not help with the blue hue on the surgeon monitor. The video splitter was bypassed and the computer was connected straight to the surgeon monitor but the there was still blue hue. The internal surgeon monitor cable and dvi cable to video splitter will be replaced.